Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(4) 2012 via the troponin (accutni) marketing survey program (msp) customer contact program. Per customer, they typically obtain one false positive result per day. They rarely report false positive troponin outside the laboratory and if they do, they contact bec. They run the initial results in duplicate, if the sample results are above the ami cut-off 0.06ng/ml or if the duplicates do not agree they use their repeat protocol. They spin the sample again and pipet off the sample into a cup, run in duplicate on both of their access systems. If samples do not match again, they rerun the repeat protocol. Per customer, patients have been known to be admitted to the hospital; however, there has been no treatment received for a false positive result. No additional details were provided for these patients.

Manufacturer narrative:
The sample tube used was green top with gel and centrifugation time was 10 minutes. Qc is run every eight hours and has been acceptable. The customer did not provide information indicating an increase in occurrence or an instrument malfunction and did not request service. This customer has been contacted in the past and MDR #2122870-2012-00961 and 2122870-2012-00962 were filed to document the accutni results indicated by the customer at the time.